Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and no observations related to the complaint were found. A global receiver functional test was performed and resulted in no failures. Performed paring test, passed 12 hours of pairing with a matching transmitter and no loss of antenna was experienced during test. Reported complaint could not be reproduced with the receiver. Performed review of the receiver data download and complaint was not verified in the course of the review. The reported event cannot be confirmed. A root cause cannot be determined.

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 the receiver displayed an unrecoverable loss of antenna icon. There was no report of injury or medical intervention. No additional event or patient information is available.